Event description:
A customer from the united states notified biomerieux of obtaining discrepant identification results when testing with the vitek® ms instrument (ref 410895, serial number (B)(4)). Patient 3: on (B)(6) 2020, the customer performed identification testing on a patient's sample (ID (B)(6) source: blood culture) using vitek ms instrument, and the microorganism was identified as brucella. Based on chemical testings and gram stain results, the identification result was rejected by the customer. There is no indication or report from the customer to biomérieux that the discrepant identification tests results led to any adverse event related to any patients' state of health. A biomerieux internal investigation has been initiated.